Event description:
It was reported that the ilet pump¿s touchscreen cracked while the user carried the device in a back pocket and sat, after which the display was not readable and the device was no longer watertight, prompting device replacement and backup therapy guidance. Symptoms included hyperglycemia up to 300 mg/dl for one to two hours without ketone testing, professional medical intervention, or other assistance. Outcomes included interruption of therapy and the need to transition to backup methods and cgm app or receiver use. Investigation included collection of event details, request for photos, and logistical verification for device replacement and return. Investigation of this device revealed physical damage to the touchscreen consistent with user handling, resulting in loss of display function and loss of water ingress protection, with inability to verify continued device functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.